Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/02/2017 with the following findings: a review of the black box showed one power on reset event following a call service alarm. The battery compartment was cracked from the threads to the case seal on the side. A battery cap was not returned. A test battery cap fit to maintain electrical connection. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no issues occurred. No power interruptions occurred during the investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The power complaint was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.